Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One mmsi final tightener ¿ x25 driver [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination indicated that approximately 1-2mm of the hexlobes distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with the driver was on axis but was not fully seated during use. A review of the device history record (DHR) was performed. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted on the specific product code as a product family does not exist for this instrument. No emerging trends were found requiring further actions. The root cause of the distal tip becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the distal tips of three moss miami final tighteners were stripped during use. The condition is not reported to have resulted in any adverse consequences to the patient or in a delay to the procedure. The following mfg. Medwatch reports are being filed for the three final tighteners with stripped tips: 1526439-2014-12245; 1526439-2014-12246; 1526439-2014-12247.